Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 29cm proximal to the lead tip. A medial and a distal fragment were returned for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found in the distal end fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead had an insulation breach and noise. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.